Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure 550.320.654.0000 was confirmed by baxter personnel during product evaluation. The root cause was not identified and the pump was returned unrepaired. Additional information: this is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. A service history review revealed that this device was previously serviced for the reported condition.

Event description:
The facility representative contacted baxter to report a colleague infusion pump that had failure code 550:320:654:0000. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.